Event description:
It was reported that during a da vinci-assisted general inguinal hernia surgical procedure, the customer reported to technical service engineer (tse) that the generator sporadically started to deliver energy on its own. Tse confirmed error m-12 and other errors in logs. It was stated that the generator was delivering energy on its own and user disconnected the vision side cart (vsc) external foot pedals from back of generator to resolve the issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced dual generator foot pedal to resolve energy issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause was the connection of the vision side cart (vsc) external foot pedals to the back of generator.